Manufacturer narrative:
The customer site alleged that while in a hurry, the operator was trying to hold a door open with one hand and drive the cart with the other hand (1 hand), all whilst standing beside the machine. As a result, the tech drove the drx revolution over her own toes (no patient involvement), resulting in broken toes. Carestream health has evaluated the device. The investigation found that there were no device malfunctions and the incident was caused by the user not following the instructions for use (IFU). Per the IFU, the operator must use both hands and drive behind the drx revolution in order to prevent injury. The site biomed confirmed that the tech did not use both hands to drive the revolution as specified in the IFU. Carestream health representatives reiterated to the site the importance of following the driving instructions provided within the instructions for use. There are no further actions to be taken by carestream health related to this issue.

Event description:
The customer site alleged that while in a hurry, the operator was trying to hold a door open with one hand and drive the cart with the other hand (1 hand), all whilst standing beside the machine. As a result, the tech drove the drx revolution over her toes, resulting in broken toes.